Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported by the customer's mother that the customer was receiving a no delivery alarm on the insulin pump. Customer saw her endocrinologist and the issue has not been resolved. Customer gives insulin via syringe. Customer's mother can see insulin dripping and can smell it at the site. Customer's blood glucose level was 349 mg/dl. Customer's mother changed the infusion set 3 times and continued to get no delivery alarms all day. Customer's mother did not want to troubleshoot. Insulin pump will need to be replaced per customer's request. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis and high blood glucose of 506 mg/dl. Leading up to hospitalization, the customer had received no delivery alarms on (B)(6), 2014, and it was advised that the insulin pump was working as designed, following troubleshooting. Then, overnight, there was no basal delivery and the bolus history was incorrect, so the insulin pump was going to be replaced. Several hours later, the hospitalization occurred. Customer experienced severe ketones, shortness of breath, fruity breath, rapid pulse and abdominal pain. The insulin pump had been removed two hours prior to the emergency room visit. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.